Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The shock impedances were greater than 200 ohms. The patient was brought in for further evaluation and all configurations were tested. Reprogramming was performed and the patient will be monitored. The rv lead and crt-d remain in service. No adverse patient effects were reported.